Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient had developed a red bump on her back post lead pull. Physician confirmed that the patient was allergic to the lead.